Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of invalid trace pointers from the insulin pump. The customer's blood glucose reading was 289 mg/dl. The customer stated that the pump error occurred during rewind. The customer was advised to program a bolus into the air. No bolus in daily history was recorded. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with pump error 38 during rewind due to corroded motorhome switch, corrosion was also found on the electronic assembly and force sensor during our visual inspection. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test or verify pump error 68 alarms due to pump error 38 alarms. The insulin pump had scratched case and pillowing keypad overlay.